Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hypothermia patient cooling on arctic sun device with a 36c target temperature. Nurse reports that the device is alerting reduced water temperature control. Patient temperature was 33.6c, water temperature was 16.1c, flow rate was 2.1l/min. Good pad coverage. System diagnostics showed three recent alert 113 (reduced water temperature control). Nurse admits added water recently and did not empty the pads. Walked through draining 500 mls of water from the right drain port. Explained that taking a patient temperature up from 33c to 36c uncontrolled can lead to reperfusion injury and electrolyte imbalances. Recommended speak to the hcp regarding this. Nurse decided to warm patient from 33.6c under rewarm at 0.5c/hour to 36c. Explained that the overfill prevented the water from warming. Called back but no answer. Later called again and nurse reports that the patient temperature had dropped to 33.3c and water temperature was 41.9c, flow rate was 2l/min. They stated that the patient was unable to regulate temperature. Advised to be diligent with skin checks as the water is very warm. No crrt. Device is responding appropriately to the patient temperature changes. They might add a bair hugger if the patient temperature continues to drop. Per follow up 1 on 10/6/2020 via nurse, no further issues after water was drained from the device. High water limit was increased to 42c and device heated appropriately. Bair hugger had been added. Patient completed therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that hypothermia patient cooling on arctic sun device with a 36c target temperature. Nurse reports that the device is alerting reduced water temperature control. Patient temperature was 33.6c, water temperature was 16.1c, flow rate was 2.1l/min. Good pad coverage. System diagnostics showed three recent alert 113 (reduced water temperature control). Nurse admits added water recently and did not empty the pads. Walked through draining 500 mls of water from the right drain port. Explained that taking a patient temperature up from 33c to 36c uncontrolled can lead to reperfusion injury and electrolyte imbalances. Recommended speak to the hcp regarding this. Nurse decided to warm patient from 33.6c under rewarm at 0.5c/hour to 36c. Explained that the overfill prevented the water from warming. Called back but no answer. Later called again and nurse reports that the patient temperature had dropped to 33.3c and water temperature was 41.9c, flow rate was 2l/min. They stated that the patient was unable to regulate temperature. Advised to be diligent with skin checks as the water is very warm. No crrt. Device is responding appropriately to the patient temperature changes. They might add a bair hugger if the patient temperature continues to drop.